Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2011. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a short battery life. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for noise and out of range high impedance due to a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.